Event description:
Reporter stated that customer received the following results on 2 different meters within 1 minute: 7.2 mmol/l (aviva system) and 14.3 mmol/l (mobile system). No actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch is for the aviva system. Reference medwatch with a1 patient identifier 200192778 for the mobile system.